Manufacturer narrative:
The investigation summary was reported in error. This part was deemed non-reportable and the original medwatches were rescinded on july 9, 2015. Please consider the most recent follow up submission, dated august 19, 2015, as rescinded as well - reported in error. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the distal most locking screws of a distal femoral locking plate were found to have loosened and protruded on an unknown date, a few days after initial implantation on (B)(6)2015. Revision surgery was performed on (B)(6) 2015 and the plate was explanted. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: we have received one lcp-plate and eleven lock screws for evaluation. By the plate received, eight of the thread holes are damaged (pictures). The device history records for this article and lot number was reviewed and this part was manufactured according to specifications in august 2012 with no issues or deviations during the process. Nine of the received screws are damaged at the head thread and four are damaged in the connection part and seven are damaged at the shank thread. The device history records for these articles and lot numbers were reviewed and these were manufactured according to specifications in between january 2013 and october 2014 with no issues or deviations during the process. We are not able to determine the exact reason for this reported problem, but we assume that body / bone movement from the patient led to the backing out and/or that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. The information was reported on another medwatch, MFR number 3003875359-2015-10326. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Event date: unknown. The device report stated that the plate was explanted on (B)(6) 2015 and it likely that the associated screws were also explanted on this date. No information was provided by the reporter regarding the quantity, part or lot numbers of the associated screws implanted and explanted from the patient, nor how many of the distal screws had loosened and migrated. Additional information has been requested. This report is for an unknown quantity of unknown screws. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history device: manufacturing site: (B)(4)- manufacturing date: july 2, 2014 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.